Event description:
A malfunction code was reported, but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappears.